Event description:
A customer contacted beckman coulter inc. (Bci) in regards to cap peircer leak. No injury was reported.

Manufacturer narrative:
A bci field service engineer (fse) replaced parts on the unit. Fse rerouted twisted waste tube at the back of the reaction wheel.